Event description:
During t2 recon nail surgery, the surgeon tried to insert the proximal locking screw into the pt bone by the antegrade mode. However, the locking screw was not able to pass the screw hole of the nail and deviated from screw hole of the nail. Therefore, the surgeon changed the fixation mode from antegrade mode to recon mode. And, it was difficult to pass the drill through lag screw hole though the surgeon had used target arm of recon mode. Afterwards, he managed to do the drilling to lag screw hole of the nail and the surgery was completed. The surgeon assembled the nail and the devices and checked target of the device before the nail was inserted. The surgeon requested the investigation of the event.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete, any additional info will be reported in a supplemental.